Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead impedance and pacing thresholds have been steadily increasing. The lead was capped.